Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion being treated was located at the severely tortuous and calcified proximal left circumflex (lcx) artery. An attempt was made to advance a 12mm x 2.0mm maverick 2 balloon catheter to the target lesion for pre-dilation. First inflation was done at 10 atms. No issues were noted. Upon second inflation, the balloon ruptured at 14 atms. The device was then removed and was replaced with another of the same device. The procedure was completed and no patient complications were reported. The patient's status was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: a microscopic examination of the balloon material identified a pinhole over the proximal edge of the distal markerband. A detailed examination of the balloon and the distal markerband could not identify any anomalies which could potentially have contributed to the pinhole. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was determined to be user related as it was reported that the balloon was inflated above the rated burst pressure noted in the dfu. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion being treated was located at the severely tortuous and calcified proximal left circumflex (lcx) artery. An attempt was made to advance a 12mm x 2.0mm maverick² balloon catheter to the target lesion for pre-dilation. First inflation was done at 10 atms. No issues were noted. Upon second inflation, the balloon ruptured at 14 atms. The device was then removed and was replaced with another of the same device. The procedure was completed and no patient complications were reported. The patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).